Event description:
Pt developed sinus bradycardia as a result of 20 minutes of hypotension (irreversible). Pacing pads applied and connected to cable. Defib/pacer in room plugged up to ac power. Pacing initiated at rate of 60. No problems noted. Pt continued to deteriorate. Cardiac arrest in progress. End of arrest - monitor displayed vf. Changed from off position (pacer turned to off when CPR started) to defibrillate. Charged to 2oo. Screen went black. Turned off then back on. Charged to 2oo. Charge held and attempted to defibrillate with hands off mode (pushed red buttons on cable). No discharge occurred. Turned off then on again. Charge to 2oo. No transfer of energy again. Changed to paddles and defibrillation occurred.